Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the customer was experiencing high blood glucose level of 550 mg/dl. Customer had some traces of ketones and wasn't sure why it was high. Customer had to change his set a few times. He treated with manual injection and current blood glucose was 230 mg/dl. Troubleshooting was performed. The drive support cap was reported as normal. Customer's mother stated there were several tiny air bubbles located in the reservoir. Due to the multiple air bubbles the customer decided to change the complete set instead of purging them out. The insulin was not stored at room temperature. Manual prime was performed in the air and insulin did not exit at the quick release. Customer changed the bottle of insulin and he longer had issues with the air bubbles. Customer will call back if issues persisted. The insulin pump is not being returned for further analysis.